Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist discovered that quality controls (qc) had been out of range when the discordant result was obtained. The tsc specialist instructed the customer to recalibrate the instrument and run qc, which the customer did. The calibration was acceptable and all qc were within range. The cause of the discordant, falsely low vancomycin result was user error due to a patient sample being run while qc was out of range. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was rerun on the same instrument, and the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.